Event description:
Sonopet power unit required multiple re-boots/resets due to frequency issues involving standard claw disposable tip (spetzler claw tip for use with sonopet 25khz handpieces).follow up with stryker rep: console tested and was operating within manufacturer's specs. Per stryker rep, issue was identified to be related to a bad lot of tips.